Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of a stent migration.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the pancreas to treat a walled-off necrosis during a procedure performed on (B)(6), 2023. The patient was scheduled for a stent removal procedure after 40 days of stent implantation; however, the procedure was postponed due to the coronavirus. The patient was scheduled to arrive on (B)(6) 2024, but was admitted on (B)(6) 2024, due to worsening symptoms. The imaging findings noted that the axios stent had migrated into the stomach, and a new cyst was suspected to have formed. The axios stent was reported to be working because the pseudocyst had disappeared at the time of stent migration. There were no patient complications reported as a result of this event, and the patient's symptoms, such as drainage and inflammation, had improved.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the pancreas to treat a walled-off necrosis during a procedure performed on (B)(6) 2023. The patient was scheduled for a stent removal procedure after 40 days of stent implantation; however, the procedure was postponed due to the coronavirus. The patient was scheduled to arrive on (B)(6) 2024, but was admitted on (B)(6) 2024, due to worsening symptoms. The imaging findings noted that the axios stent had migrated into the stomach, and a new cyst was suspected to have formed. The axios stent was reported to be working because the pseudocyst had disappeared at the time of stent migration. There were no patient complications reported as a result of this event, and the patient's symptoms, such as drainage and inflammation, had improved. Additional information received on march 06, 2024. It was reported that the migrated axios stent was removed from the patient on an unknown date.

Manufacturer narrative:
Blocks b5 and h6 (impact code) have been updated with the additional information received on march 6, 2024. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of a stent migration. Imdrf impact code f2202 captures the stent removal procedure.